Manufacturer narrative:
Citation: van wely mh, procedural success and clinical outcome of the portico transcatheter aortic valve using the left subclavian artery as primary access. Jacc cardiovasc interv. 2018 jul 9;11(13):1311-1312. Doi: 10.1016/j.jcin.2018.04.029. Earliest date of publish used for event date. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without the return of the product, no definitive conclusion can be made regarding the clinical observations. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information via literature regarding procedural success and clinical outcome of the portico transcatheter aortic valve using the left subclavian artery as primary access. All data were collected from a single center between september 2015 and july 2017. The study population included 257 patients, an unknown number of which were implanted with medtronic corevalve or evolut r bioprosthesis. The serial numbers were not provided. Among all patients, 30-day mortality was reported for four patients due to subacute coronary obstruction, sequelae of ischemic stroke, tamponade, and intracerebral hemorrhage respectively. Based on the available information, none of the deaths were attributed to medtronic product. Among all patients adverse events included: major vascular complications, major bleeding, transient ischemic attack (tia), stroke, myocardial infarction (mi), permanent pacemaker implantation and moderate paravalvular leak (pvl). Based on the available information, a direct correlation was likely between the observed adverse events and medtronic product. However as multiple manufacturers were noted in the literature, a direct correlation could not be made between the observed adverse events and the medtronic product. No additional adverse patient effects or product performance problems were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Citation: van wely mh, procedural success and clinical outcome of the portico transcatheter aortic valve using the left subclavian artery as primary access. Jacc cardiovasc interv. 2018 jul 9;11(13):1311-1312. Doi: 10.1016/j.jcin.2018.04.029. Earliest date of publish used for event date. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without the return of the product, no definitive conclusion can be made regarding the clinical observations. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information via literature regarding procedural success and clinical outcome of the portico transcatheter aortic valve using the left subclavian artery as primary access. All data were collected from a single center between september 2015 and july 2017. The study population included 257 patients, an unknown number of which were implanted with medtronic corevalve or evolut r bioprosthesis. The serial numbers were not provided. Among all patients, 30-day mortality was reported for four patients due to subacute coronary obstruction, sequelae of ischemic stroke, tamponade, and intracerebral hemorrhage respectively. Based on the available information, none of the deaths were attributed to medtronic product. Among all patients adverse events included: major vascular complications, major bleeding, transient ischemic attack (tia), stroke, myocardial infarction (mi), permanent pacemaker implantation and moderate paravalvular leak (pvl). Based on the available information, a direct correlation was likely between the observed adverse events and medtronic product. However as multiple manufacturers were noted in the literature, a direct correlation could not be made between the observed adverse events and the medtronic product. No additional adverse patient effects or product performance problems were reported.